Event description:
An injection gold probe bipolar catheter was intended to be used for hemostasis (patient age, gender, and weight unknown) in 2008. According to the complainant, "upon opening the pack, it was seen that the gold tip was missing. It was detached from the catheter and was lying in the catheter sheath." The device was not used.

Manufacturer narrative:
The device has not been returned; therefore, a device evaluation was not performed. The cause of the tip detachment is undetermined. A review of the complaint database revealed no additional complaints recorded for this lot.